Event description:
A pt that received a surgimesh tintra xb c-15 hernia mesh was found to have a wound infection 6 weeks post operatively. The surgeon decided to re-operate and found a well healed hernia site upon exploration. The hernia mesh was removed, due to concern, it might be involved in the infection. Following mesh removal hernia repair was still intact due to healing beneath surgimesh. The pt's wound site was left open, packed and was to be followed until primarily healed. The pt recovered from the operation successfully.